Manufacturer narrative:
(B)(4): a manufacturing evaluation was completed: two screw pieces were received; a threaded head and a threaded shaft. The drive is in good condition with a few wear marks consistent with use. The head threads appear to be in good condition also. The break occurs at the neck. The first 6 - 7 shaft threads near the break have compressed major diameters two places, diametrically opposed, consistent with an extraction. This portion of the shaft is also bent approximately 10mm from the break. The remainder of the shaft threads appear to be in good condition. The flutes have been damaged. Two of the three flutes have metal displaced onto the cutting faces that has been moved backwards from the normal clockwise cutting direction. The threads in this area (one of three locations) have been flattened nearly to the minor diameter. The cannulation was measured; both ends are 2.61 as checked with deltronic pins. The pin will not enter past the bent (damaged) area. The shaft thread profile conforms in undamaged areas. The head profile conforms in undamaged areas; the neck area is unobtainable. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was admitted to the hospital after device implantation. The patient did not have pain; however, the implant was exposed to the outside environment. There was surgical wound secretion with no confirmation of infection. Other parts were implanted at the time; condylar buttress plate 4.5mm and cortex screws 4.5 mm. The only implant that was removed was the cannulated locking screw. There was a report of an unknown prolongation of hospital stay. There was no report of a surgical delay. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis additional product code for this report includes; hty, jdw, and hrs. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per clinical evaluation of provided x-rays: it is not clear which side but all x-rays are of a comminuted fracture of the distal femur extending into the knee joint which has been treated with a condylar plate and screws. The fracture is not anatomically reduced in any of the x-rays. There is a single screw which looks like it has backed out - the distance of displacement looks like it would be protruding through the skin. An additional two screws and the plate are also displaced. The fracture repair looks like it has collapsed - there is an amount of bone chips also evident in the x-ray - which would suggest that the fracture comminution was extensive and the bone quality is poor. This is report 1 of 4 for (B)(4).